Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limited benefit from the left side implant. Re-implantation is being discussed.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. In addition during implantation surgery only a partial insertion of the compressed electrode array was achieved due to anatomical conditions, with only 3 channels available for activation. To determine an exact root cause a device investigation would be necessary. Despite the fact that patient is most likely not receiving any benefit from the device patient decided to not get re-implanted due to existing anatomical conditions.

Event description:
The patient has limited benefit from the left side implant.